Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (6) lvp dim segment were burnt out segment on lcd display as per recall.there was no reported patient involvement.